Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver case was opened for an interior inspection. The interior inspection found an activated moisure detection sticker from rust, contamination or liquid intrustion. The receiver log could not be downloaded as the device would not turn on. The reported event of no audio output was confirmed. The root cause was determined to be moisture damage. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide rev 11 states: keep the receiver dry. Do not spill fluids on it or drop it into fluids.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. Pediatric patient uses adult device against user guide recommendations. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's mother to test the alert functionality and reported tone alerts were not functional, however the device did vibrate.

Manufacturer narrative:
(B)(4).